Manufacturer narrative:
Upon complaint review, it was determined that this type of self activation has the potential to cause serious injury, and is therefore being reported late. The technician could find no problems with the bed or mattress, and everything operated within specification.

Event description:
The bed's turn assist feature self activated.